Manufacturer narrative:
H.6. Investigation summary: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Our quality engineer inspected the sample. Bd received two unused nexiva 22ga units in opened packages and one used nexiva 22ga unit with a package label from catalog number 383532, lot number 8249758. Through the visual/microscopic evaluation of the used unit the extension tubing was found separated from the winged adapter. The winged adapter was not returned for evaluation. The extension tubing was separated from the clear port of the winged adapter of both unused units. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions have been initiated to monitor the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019.

Event description:
It was reported that catheter broke apart and tubing separated from the hub during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: when cannulating a patient the cannula was sited correctly and successfully but as securing the cannula the duel port extension tubing just fell out of the hub. We have opened four more cannulas to check and two more have done exactly the same.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter broke apart and tubing separated from the hub during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: when cannulating a patient the cannula was sited correctly and successfully but as securing the cannula the duel port extension tubing just fell out of the hub. We have opened four more cannulas to check and two more have done exactly the same.